Event description:
It is reported that a customer false high and low alerts on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer stated that they do not receive an alert when both sensor and blood glucose levels are low. The customer stated they will call back after dinner with more information. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.